Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The chassis was replaced to resolve the reported issue.

Event description:
The hospital reported a leak greater than 4.5 lpm due to a damaged lower chassis resulting in the loss ventilation. There was no report of patient involvement.